Event description:
Patients wife reported when she went to give patient a dose, needle blew out and medication went everywhere. No further information provided. Patient has more doses on hand. Additional information received on 19 sep 2205: market surveillance called and spoke with patients wife who reported the issue. She stated the plunger fell out of the dosing syringe which led to the medication leaking everywhere. They were able to use a different dosing syringe and it worked fine. Photo will be provided via email once they are able to get home and send it. Additional information received on 21 sep2025: market surveillance received photo of sample. Needle is disconnected from syringe. Additional information received on 29 oct 2025 from gattex subject matter expert: the complaint issue was "needle blew out and medication went everywhere", and from the patient provided image, it does show that the "needle portion" is detached from the swfi syringe which would lead to product leaking out from the syringe. Since the white piece are supposed to be attached with the syringe all the time, cmo's investigation is needed. In this case I would agree there is conflicting information - between the complaint description and follow up information, one calls out "needle blew out" and one mentions "plunger fell out". - between the image and the follow up information, one shows the reconstitution syringe, one mentions the dosing syringe.

Manufacturer narrative:
As no physical sample was returned, a comprehensive evaluation could not be conducted. To support the investigation, one photograph was provided and reviewed by the quality team. The image depicts a vial positioned next to a needle assembly, without any visible packaging blister or plastic shield. Based on the photograph alone, it is not possible to confirm whether the unit is a bd product, and no additional information could be derived from the image. A device history record review was completed for the provided material number 309523, lot 4303339. The review confirmed that all visual inspections were performed in accordance with established requirements, and no quality notifications were recorded related to the reported condition. The lot was inspected and accepted per the inspection control plan and subsequently approved for shipment. Additional device history records were examined for each batch of needles used in the production of this final lot. No documentation indicating this type of defect was found throughout the entire production run of these batches. Based on the investigation and the limited photographic evidence, the reported symptom could not be confirmed. Investigation reports are pending from the contract manufacturing organization ii.

Manufacturer narrative:
Investigation report from contract manufacturing organization I: as no physical sample was returned, a comprehensive evaluation could not be conducted. To support the investigation, one photograph was provided and reviewed by the quality team. The image depicts a vial positioned next to a needle assembly, without any visible packaging blister or plastic shield. Based on the photograph alone, it is not possible to confirm whether the unit is a cmo product, and no additional information could be derived from the image. A device history record review was completed for the provided material number: 309523, lot: 4303339. The review confirmed that all visual inspections were performed in accordance with established requirements, and no quality notifications were recorded related to the reported condition. The lot was inspected and accepted per the inspection control plan and subsequently approved for shipment. Additional device history records were examined for each batch of needles used in the production of this final lot. No documentation indicating this type of defect was found throughout the entire production run of these batches. Based on the investigation and the limited photographic evidence, the reported symptom could not be confirmed. Investigation report from contract manufacturing organization ii: no complaint sample was available. Thus, the defect described could not be further verified. The retained sample inspection did not show any damages or irregularities regarding the packaging materials. Moreover, no leakage issue was observed. All relevant steps of manufacturing conformed to the requirements. No directly related irregularities were documented during manufacturing. The results of the existent inspection and testing steps [incoming and release inspection, in-process control (ipc) and visual inspection] conformed to the requirements. No internal packaging material complaints or supplier investigations were documented. The review of the trend report and the check for further similar complaints showed no trend regarding vetter or supplier related complaints. No deviations and related exception processes were documented. Three further complaints were documented, whereas two complaints could not be linked. One complaint affected the same complaint key "defective front closure part (integrity not affected)". A relation cannot be excluded but cannot be further evaluated without sample. No clear relation to the cmo's manufacturing processes or processes of the supplier of the cmo starting materials was identified. All manufacturing steps and testing results conformed to the requirements. The visual inspection of the batches: voxg45a and voxg45b were unremarkable. All retained samples were classified as good pieces. One underfilled unit was detected during inspection of batch: voxg45c. The packaging materials of the underfilled unit were unremarkable and without any damages. No leakage of the unit could be detected. All further retained samples were classified as good pieces. Therefore, a relation to the complaint on hand is not evident.

Event description:
Patients wife reported when she went to give patient a dose, needle blew out and medication went everywhere. No further information provided. Patient has more doses on hand. Additional information received on 19 sep 2205: market surveillance called and spoke with patients wife who reported the issue. She stated the plunger fell out of the dosing syringe which led to the medication leaking everywhere. They were able to use a different dosing syringe and it worked fine. Photo will be provided via email once they are able to get home and send it. Additional information received on 21 sep2025: market surveillance received photo of sample. Needle is disconnected from syringe. Additional information received on 29 oct 2025 from gattex subject matter expert: the complaint issue was "needle blew out and medication went everywhere", and from the patient provided image, it does show that the "needle portion" is detached from the swfi syringe which would lead to product leaking out from the syringe. Since the white piece are supposed to be attached with the syringe all the time, cmo's investigation is needed. There is conflicting information: between the complaint description and follow up information, one calls out "needle blew out" and one mentions "plunger fell out". Between the image and the follow up information, one shows the reconstitution syringe, one mentions the dosing syringe.

Manufacturer narrative:
Investigation reports are pending from the contract manufacturers.

Event description:
Patients wife reported when she went to give patient a dose, needle blew out and medication went everywhere. No further information provided. Patient has more doses on hand. Additional information received on 19 sep 2205: ms called and spoke with patients' wife who reported the issue. She stated the plunger fell out of the dosing syringe which led to the medication leaking everywhere. They were able to use a different dosing syringe and it worked fine. Photo will be provided via email once they are able to get home and send it. Additional information received on 21 sep2025: ms received photo of sample. Needle is disconnected from syringe.